Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that allegedly would not power on. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's interface pca was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.